Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, for one of the events, the occlusion alarm was resolved by straightening the tubing and resuming insulin delivery. Additionally, it was reported that there were air bubbles in the tubing. The contact primed the tubing to remove bubbles. There was no reported impact to the customer's blood glucose level.